Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the device cut? If yes, was the cut line complete?

Event description:
It was reported that during a gastric bypass procedure, it did not staple when using the device for the fifth time in that procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: I did not received the confirmation that it cut, but the knife went a little bit forward (could be a pre-fire). In that case it looks likes it cut, but it just moved a little bit. The staple line was then complete.